Event description:
A customer contacted beckman coulter inc., (bec) and reported that their coulter lh 750 hematology analyzer leaked fluid inside the instrument. The customer also reported receiving retic laser offset upper fail error messages caused by the tubing being loose at valve vl95/98 and retic cleaning solution leaking out of the instrument. Customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat. Customer was not exposed to the leaking fluid. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control or risk management plan in place. The customer was testing patient samples at the time of the event, but there was no effect to patient results due to the fact that the instrument does not report results when "retic laser off set upper fail" is reported. Results are displayed as "..." When this error occurs. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Customer was able to reconnect the tubing for initial call and leak issue was resolved on (B)(6) 2011. On (B)(4) 2011, the fse returned to the customer's lab for a second non-related event and checked the tubing that had popped off in the original service call. As per phone call from fse on (B)(4) 2011, the one of the valves was broken which then caused the tubing to pop off which caused the leak. The fse found the (vl95/98) valve broken and tubing through pinch valve 129 crimped in pinch valve sleeve. The fse replaced tubing sleeve for vl129 and verified the instrument per established procedure. Results met published performance specifications. System validation was documented in customer qc record. The root cause for this event was broken valve which caused the tubing to pop off which caused the leak. (B)(4).